Event description:
It was reported by an attorney that the patient underwent a gynecological on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring, and organ perforation. It was reported that patient underwent implantation of dima contasure on (B)(6) 2009 due remeex adjust sling and cystoscopy. It was reported that patient underwent revisions on (B)(6) 2009 and on (B)(6)2011 due to nerve entrapment from a prior sling, chronic pain and mesh contraction exposure. The patient underwent another revisions on (B)(6) 2013 due to abdominal foreign body, cystocele and mesh erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent sling, revision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.